Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 173 mg/dl. Customer declined troubleshooting with tandem technical support. Customer reported the insulin gauge began to perform as expected.

Event description:
Reportedly, the customer continued using the existing cartridge for insulin therapy.